Event description:
A customer reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to perform several troubleshooting steps, including pressing the button firmly and connecting the pump to a known working power source, but the screen remained unresponsive, and a red led was blinking. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.